Event description:
Reported due to a retroperitioneal bleed. The physician reportedly performed a successful-"bone dry," arteriotomy closure using the starclose device after an unspecified diagnostic procedure. A femoral angiogram confirmed the stick to be in the common femoral artery (cfa), which was reported to be five (5) mm. In size with "mild calcification". No tortousity was reported but it was said she had "a different kind of anatomy-her epigastric artery was within her pelvic rim." No issues were reported during the insertion, deployment or withdrawal of the device. However, it was reported that two hours after the procedure she had an episode of vomiting, bradycardia, and a felt need to have a bowel movement. It was also reported "her hematocrit dropped ten points." A computerized tommography (CT) scan was performed and showed a retroperitoneal bleed with a midline colon and bowel shift. The retroperitoneal bleed was then determined to be non-active. She was moved to the micu and monitored for twenty-four (24) hours. She was reported to be ambulating well at that time. No blood products, surgery, or other treatments were reported. The pt was discharged home in 02/2006.